Manufacturer narrative:
Date of event: exact date unknown, event occurred six months before the date the manufacturer became aware of the event. Explant date: (B)(6) 2021.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.